Manufacturer narrative:
(B)(4) - additional intervention required. (B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the hydratome was positioned at the ampulla to perform a sphincterotomy. However, during the sphincterotomy, a spark was seen and afterwards the sphincterotome failed to bow. The sphincterotome was extracted out from the ampulla. At this time, it was discovered that the cutting wire had snapped approximately midway down the cutting wire region. The distal end of the wire remained attached to the catheter tip. However, at the proximal end of the cutting wire region, only a small length of the wire was seen to be attached. The remaining section of the wire appeared to be missing. The hydratome was removed from the patient. The physician used a retrieval balloon to sweep the duct in an attempt to retrieve the fragment. However, the physician was unable to locate a fragment of wire. Another device (autotome sphincterotome) was then used to enlarge and complete the sphincterotomy. The retrieval balloon was reintroduced into the patient and several stones were removed. Follow up confirmed that the wire had only broken in one place and was pulled back up inside the catheter making it appear that a piece of the wire was missing. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.